Manufacturer narrative:
Event reported by a family member of the patient. Contact information is not known. (B)(4).

Event description:
The patient had two protege stents implanted. The date of implant is not known. The patient has a known nickel allergy. It was reported that the patient was having difficulty breathing, swelling, and reported a burning sensation. The patient was treated with steroids. No further information is available.